Manufacturer narrative:
The actual catalog number (and lot number) of the protexis pi micro glove that was worn are not known. No other specifics about the event or the physician have been provided. The manufacturing facility has determined that the potential root cause is the use of an alternate new source for the polyisoprene which is used in the manufacture of the gloves. The new source of polyisoprene had less tear resistance than the previous source for the same thickness control. As of october 2018 cardinal health has reverted back to the original supplier and the first lot released in europe was ts18100005. The customer is returning "representative samples". However, the manufacturing facility does not need samples to be returned for evaluation as they identified the problem. If the "representative samples" are received and their evaluation reveals a different root cause, then a follow up report would be filed. We will continue to monitor complaints for such issues.

Event description:
During a cardiac procedure ((B)(6)), the protexis pi micro gloves tore, and the surgeon had blood on his hands. The patient was (B)(6). No other information has been provided.